Event description:
The customer contacted baxter?s service center regarding a system error (se) 2240 (air in line); which occurred on the homechoice (hc) during fill 3 of 4. The home patient (hp) stated the heater bag became disconnected from the hc. The technical service representative (tsr) had the hp cycle the hc and the hc alarmed se 2367, then the tsr had the hp cycle the power again to press go to start. Per the trouble shooting steps performed by the tsr, the hp reported they were connected at the time of the alarm, they did not disconnect any time prior to the alarm, that all the bags were not connected or spiked all the way, the heater bag was loose. The patient line extensions were not used, there were no open clamps on unused lines and there were nothing unusual noted with the supplies. The tsr reviewed proper procedure per the user manual with the patient. The patient stated they would complete therapy with new supplies to complete therapy. They were also instructed by the tsr to inform their registered nurse (rn) about the alarm. Baxter product surveillance contacted the hp on (B)(4) 2012 the regarding reported problem. The hp stated that the alarm was caused by them. The hp stated they believe that evening they did not connect the bag tightly and that's how it became disconnected. They stated they have talked to their nurse regarding their alarm, and everything is fine. The hp stated that there were no problems with the supplies nor with the machine. The hp confirmed therapy has been continuing fine, without further problems. They have been double checking their connections. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line, which is a use error that can cause system error 2240 alarms. The label review found the patient at home guide to be adequate for the use error in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, a batch review will not be performed. Baxter will continue to monitor similar reports to determine if further actions are required. A follow-up MDR will be submitted if additional information is obtained.